Event description:
The reporter indicated that the pt left the operating room, with his vns device inadvertently turned on to 1ma. The pt has experienced hoarseness and extreme pain since the day of surgery. In 2008, the pt requested reprogramming of their generator to 0.25ma. Good faith attempts for additional info are in progress and awaiting response.

Manufacturer narrative:
Device malfunction is suspected, but did not contribute or cause a death.